Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). There were noisy signals as a consequence of the unipolar programming from the lss. The device was reprogrammed. It was noted that the issue will continue to be monitored. The device remains in use. No adverse patient effects were reported.